Event description:
It was reported the patient experienced irritability and an increase in spasticity and dystonia from baseline. An alarm was heard and confirmed by telemetry. The patient went in for some medical testing a couple weeks ago. The patient was in for a procedure (B)(6) 2015 for his "g tube" and the mother noticed that the previous night the pump was beeping. The pump was beeping every 10 minutes. The pump wasn't due to alarm for low reservoir until (B)(6). The patient was evaluated in the clinic on (B)(6) 2015. The pump was interrogated, logs were reviewed. At time of interrogation all baclofen dosing had been erased and the pump was noted to be in safe state. All of the information that they had programmed had been erased. Flex programming information was re-entered into the pump. The cause of the alarm was ¿malfunction- reset occurred-low battery followed by pump in safe state (B)(6) 2015¿. The patient did have flex dosing programmed but it was unknown if safe rate occurred during a bolus. There was no electromagnetic interference (em I) or magnetic resonance imaging (MRI). The pump was showing in minimum rate mode. The patient was admitted to the hospital and underwent baclofen pump replacement on (B)(6) 2015. The patient recovered without permanent impairment. The patient was fine and receiving effective treatment. The hcp stated that when the patient is filled by them, he receives gablofen, however, the last refill that was done before the pump replacement was performed by a home health service and she was not certain which service was used and what type of baclofen that they use. The pump was delivering gablofen, start date of (B)(6) 2014. Per pump telemetry the pump was updated (B)(6) 2015 to deliver lioresal.

Manufacturer narrative:
Analysis of the pump revealed overinfusion of an undetermined root cause.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.